Manufacturer narrative:
(B) (4). (B) (4). The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A f/u report will be submitted with all add'l relevant info.

Event description:
Device issue: none. Adverse event: dissection. Onset of adverse event: during the procedure. It was reported that after deployment of a 2.75 x 8 mm promus stent, a dissection occurred. A second 2.75 x 12 mm promus stent was used to treat the dissection. There were no reported adverse pt sequelae. Though requested, no add'l info was provided. You are receiving this MDR report from abbott vascular because (B) (4) distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the u.s.